Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6)2010; inratio: 6.0; lab: 4.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio: 6.0; reference: 4.0; mean: 5.00; confidence limits: 2.8-7.2. Confidence limits were derived from mean calculation of comparison test data. Both inratio and reference values are within the limits. The results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. Product info is not available. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.